Manufacturer narrative:
Conclusion: the valve device history record and frame lot were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dislodgement of an implanted valve due to interference with the delivery system nose cone is typically related to procedural and/or technical factors. The cine films were provided and confirmed that a valve was deployed and was constrained. The implanted valve was dislodged by the nosecone of the catheter and a snare was used to move the valve above the coronaries. The cine films also confirmed that a second valve was implanted and that a post balloon aortic valvuloplasty (bav) was performed. Cine films did not confirm the final degree of leak post balloon aortic valvuloplasty. The device instructions for use (IFU) instructs the user to confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis under fluoroscopic guidance, then to withdraw the catheter to the aorta while maintaining guidewire position. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: enveor-n delivery system, lot number, use by date and UDI are unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a calcified aortic valve, the valve was positioned well, however the valve was not fully opened. The valve was released and an attempt was made to retract the nosecone of the delivery catheter system (dcs) however, after a few attempts the nosecone dislodged the valve up into the sinuses. It was suspected the nosecone caught the valve, as the valve had not fully opened. The valve was snared above the coronaries. A pre-balloon aortic valvuloplasty (bav) was performed and a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.